Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: model: 5086mri45, lead; implant: 2014-(B)(6). (B)(4).

Event description:
It was reported that two days post initial implant the patients right ventricular (rv) lead had become dislodged. A lead revision was completed. One day post the lead revision the rv lead exhibited elevated threshold levels. The lead was reprogramed and remains in use. No patient complications have been reported as a result of this event.